Event description:
Baxter affiliate reports two incidents of clotted dialyzers during pt treatment. These occurred on new dry-pack dialyzers. Noted by a venous and arterial pressure alarm. Dialyzers clotted and then burst due to a build-up of air. No pt injury or medical intervention reported. No further info available at this time.